Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of low blood glucose levels. The customer states they had low of 40mg/dl to 50mg/dl. The customer states they would treat the lows with candy and sugar. The customer had issues with sensor tape not sticking. The customer had no further incident or issues to report. No further assistance was provided at this time.